Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 126 ohms. At this time no changes have been made and the patient will continue to be monitored. The rv lead remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received additional information that this system exhibited another high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the system remains implanted and in service. No adverse patient effects were reported.